Event description:
It is reported that the hook broke off of the instrument when inserted for use.

Manufacturer narrative:
Evaluation summary: the returned part shows fracture damage at 90 degree bend. Sem analysis indicates the material fatigue due to repeated loading as probable cause. Evaluation: scanning electron microscopy analysis of the fracture surface showed early crack growth in cleavage leading to final fracture in dimple mode indicating a fast overload fracture. Part of the fracture is covered by extraneous contaminants. It is probable that fracture was initiated by repeated loading. Energy dispersive spectroscopy analysis of the component material showed fe, cr, ni and cu elemental peaks typical of a 17-4 ph sst.